Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve truseal watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. When the 24mm device was inserted into the was there was no bleed back of fluid so it was pulled back and about a 10-12 mm string of clot/thrombus was removed from the was. The activated clotting time (act) was 206 seconds and another 2,000 units of heparin were given. A second 24mm device was prepped and inserted and expanded in the laa. Upon evaluation on transesophageal echo (tee) a large gap approximately 8mm was noted. The 24mm device was fully recaptured and a 31mm device was prepped. The 31mm device met release criteria and was released. Upon unscrewing the core wire, the device shifted slightly proximal. The device was still in a position to meet the release criteria. There was no patient harm and the procedure ended safely. The physician will monitor and reevaluate at the 45-day follow-up. The patient was discharged from the hospital later that day.